Event description:
The patient reported that the patient's blood glucose results obtained from the suspect device kept going down. The patient was advised by the patient's doctor to go to the ER. A nurse reported that the suspect device result was 200+ mg/dl and a lab value was 40 mg/dl at the hospital. The patient said the patient had several tests performed on the patient's. No other information was given. Glucose controls were used on the system by a doctor and the control was reported as out of range. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.